Manufacturer narrative:
A field service engineer (fse) went on-site and removed the rear cover, cut off a flared part of the waste exit tubing and placed it back on the barbed fitting that it had come off from.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak in the system at the rear waste exit. No injury was reported.